Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-05331, reference MFR. Report#: 1627487-2013-05332. Review of the manufacturer's device record database revealed two of the pt's three leads are for off-label use. It was reported, the pt experienced leg pain immediately after a permanent implant procedure. As a result, the pt was admitted to the hospital and was released three days later. The leg pain has subsided.